Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient presented to the hospital with chest pain. This right ventricular (rv) lead exhibited increased thresholds and a lead dislodgement was suspected. A revision procedure was performed and the lead was removed and replaced. No additional adverse patient effects were reported.